Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1kkl8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient called a healthcare professional (hcp) on-call over the weekend ((B)(6) 2017) to report fever, redness, and drainage from the incision sites. Antibiotics were ordered and the patient was told to follow up with the hcp. The patient presented to the hcp's office on (B)(6) 2017 with severe redness and drainage around the device incision site as well as the lead insertion site. The patient was sent to an emergency room and was admitted to a hospital for device explant. It was noted that wound culture was taken and sent at the time of explant. The device and lead were explanted, which were kept at the hospital, and the hcp would monitor the patient as an inpatient. It was also noted that the patient has multiple sclerosis and was wheelchair bound. The issue was not resolved at the time of this report. There were no further complications or anticipations reported with this event.